Event description:
The consumer reported that their stimulation device was removed on (B)(6) 2016. The patient stated that the device was ineffective and that the software, communications and updates were not user friendly. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.